Event description:
It was reported that several hours after the implant procedure for the device and lead, noise at 120ms was observed along with pacing inhibition. The day after implant the pocket was reopened, the leads disconnected, and the header of the device cleaned out. The leads were reconnected and no further noise was observed. The device and lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.